Manufacturer narrative:
(B)(4). Concomitant medical products: 113634, comp primary stem 14mm mini, 145080; 115340, comp rvs hmrl ti tray 44mm, 367310; 115313, comp rvsr shldr glnsp +3 36mm, 302660; 115330, comp rvrs shdr glen bsplt +ha, 524640; 180503, comp locking screw 4.75x30mm, 402230; 180510, comp non-lckng screw 4.75x30mm, 448060; 115383, comp rvs cntrl scr 6.5x35mm st, 492280; 118001, versa-dial/comp ti std taper, 201450; 180507, comp non-lckng screw 4.75x15mm, 319810; 180501, comp locking screw 4.75x20mm, 905410. The complaint is confirmed based on the surgical operative notes that were provided. Review of the device history records identified no deviations or anomalies. A root cause cannot be determined based on the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05463; 0001825034 - 2018 - 05466; 0001825034 - 2018 - 05467; 0001825034 - 2018 - 05469.

Event description:
It was reported that patient experienced 750-800 ml of blood loss during the left shoulder primary surgery. The patient received a platelet gel injection at the end of the surgery. No additional patient consequences were reported. No other additional information is available.